Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of a system fault error message (sf 74). Performance testing of the device pressure sensor determined that there was no fault found with the component. Based on all available evidence, the investigation determined that the reported device failure to complete its internal self-test was most likely due to user error. The investigation determined that the system fault error message (sf 74) was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pressure sensor. Further evaluation determined that the single occurrence of system fault 74 was due to a defective main circuit board (pcb). The pressure sensor and main pcb were replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable.

Event description:
It was reported to resmed (B)(6) that an astral device failed to pass its internal self-test. During the service center evaluation of the device logs, a system fault 74 was also observed. There was no patient injury reported as a result of this incident.